Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the issue was confirmed, due to a short on the cable. The device failed the leak test, and the electrical system was found with kinks and puncture on the cable. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported no image while preparing to use a focus free camera head. No patient harm or injury was reported. No additional information has been obtained.